Event description:
This pt. Was recieving urokinase infusion 2 days prior to the problem. After the thrombus in the pt's subclavian vein & svc was dissolved, rptr needed to stent the narrowed areas. This was done successfully until rptr rechecked pt the next day to find out that the 2 stents placed had separated a couple of cms. Rptr went to place a j & j premounted stent into the area, when the balloon prematurely blew, leaving the undeployed stent. The balloon was also stuck on the stent. After about 3 hours of work rptr got the balloon out, and fully deployed the stent successfully. Rptr was keeping the balloon to send back. The next day when they were cleaning the balloon, they noticed 1/3 of it was missing. Rptr doesn't know for sure whether it was stuck on the stent still, or if it got flushed into the pulmonary arteries. Rptr called j&j & told them of the problem.